Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother stated that the insulin pump was not delivering insulin; the infusion set was changed. Customer experiencing high blood glucose. Customer was treated with manual injection. Caller stated that later that night the blood glucose rose to 440 mg/dl with ketones. Customer treated with manual injection. The blood glucose reading decreased to 247 mg/dl. This high for the early morning. Caller treated again with manual injection. Caller had taken daughter to hospital because of vomiting, ketones and lethargic. Caller stated that the insulin pump was not delivering the basal. The blood glucose reading at the time of the event was 200 mg/dl. Hospital treated with IV fluid. Given medication for nausea and vomiting. Nothing further reported.